Event description:
It was reported that there was a malfunction during pre-use checkout resulting in unavailable oxygen therapy. There was no patient involvement.

Manufacturer narrative:
The a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 regulator was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.